Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient underwent a hip revision approximately 11 years post-implantation due to metallosis. The surgeon noted during the revision that there was little metal debris. During the procedure, the femoral head was removed and replaced, and an active articulation bearing was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." The following sections could not be completed with the limited information provided. Expiration date ¿ ni . Manufacture date. Device discarded by hospital.

Event description:
Patient underwent a hip revision approximately 11 years post-implantation due to metallosis. The surgeon noted during the revision that there was little metal debris.